Event description:
The physician reports that the crystalens haptic bent during insertion using the staar surgical lens injector system. Intervention was performed in order to enlarge the original incision, remove and replace the lens, and suture the incision. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Suture.